Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the perfusionist had difficulty achieving high flow rates with the centrifugal pump. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).